Event description:
It was reported that a skin reaction occurred. Date of event is an approximation. On (B)(6) 2024, a skin reaction with itching, acuta eczema and contact allergy, under entire patch area. The patient has been using the dexcom g7 in combination the omnipod dash since the spring of 2023. It is reported that the patient had now developed gradually acute eczema with lesions under the omnipod adhesive and itching and minor symptoms under the dexcom adhesive. Furthermore, it is stated that the patient has multiple contact allergies to acrylates consistent with possible sensitization via de omnipod. It was stated that the patient could not use the omnipod pump anymore due to the reactions, but there was no such information for the dexcom adhesive. The patient had been investigated for contact allergy, and has been diagnosed with allergies against ¿many acrylates¿, bisphenol a, and peru balsam. The skin reaction was treated with a prescription of an unspecified cortisone cream. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).